Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, however, based on the results of the investigation, the suggested event can have been caused due to the abnormality in the image sensor unit. It was presumed that the abnormality was caused due to a glue with bending section cover (a-rubber) broken, and also some external stress being applied to the bending section caused the cable inside the bending section to be damaged. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual ¿ltf-s190-5, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system, inspection of the endoscopic image¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the deflectable videoscope was connected, the message "please clean the screen" appeared several times. No patient harm was reported.